Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the stent dislodgement.

Event description:
It was reported the xience alpine stent came off during preparation of the device. There was no resistance noted during removal of the protective sheath. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.